Event description:
During a gastric bypass procedure, the devices were reported to misfire with both guns. The devices did not form completely on one firing and on the other firing with 2nd device did not lay a complete line of staples. The procedure was completed with another device of the same product code. There was patient consequence.